Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased shock impedance measurements greater than 125 ohms. Additionally, the rate/sense portion displayed decreased, but within acceptable limits pacing impedance measurements, then increased to the original measurements. The patient implanted with this device system will continue to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.